Event description:
It was reported that when an asymptomatic patient presented data via a remote transmission, non sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the prior programming changes were made. At a subsequent follow-up, non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. Programming changes were recommended. No further information is available at this time.